Manufacturer narrative:
Manufacturer's investigation conclusion: the reported short-to-shield issue could not be confirmed as no log files or product were received for evaluation. The patient reportedly received an ungrounded patient cable, and the short-to-shield events resolved. Additional event information was requested; however, no further details are available for this complaint. The relevant production documents were reviewed, and did not reveal any manufacturing issues or abnormalities outside production standards. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 6 (under "pump performance monitoring") also outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event: event date estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a short to shield issue and was issued a modified cable for use.